Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade iii manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with two 550cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade IV on the right and baker grade iii post procedure. As a result, patient underwent bilateral removal and replacement with two 650cc mentor memorygel breast implants on (B)(6) 2021. This medwatch form is for the left breast prosthesis.